Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 1.50 x 8mm apex push balloon catheter was selected for pre-dilation. Resistance was encountered during insertion. The balloon ruptured on the third inflation. The device was removed from the patient intact. The procedure was completed with non-bsc 2.0x15mm balloon catheter. No patient complications were reported and the patient's status is good.